Event description:
It was reported that a user of the ilet with a dexcom g7 experienced a pairing failure alert and, while trending down, paused insulin and consumed approximately 26 grams of carbohydrate for a sensor glucose of 78 mg/dl, after which glucose rose into the 300s; the device was restarted and readings resumed, with insulin on board of 2.05 units and the user hydrating and walking. Symptoms included feeling chilly and dizzy consistent with user-reported low-glucose sensations, with no documented clinical signs, symptoms, or conditions confirmed by the investigation. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of information provided by the user, and troubleshooting that restored data display. Investigation of this case revealed no device problem found, with the issue characterized as use of device problem and the specific component not mapped to an available term. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions, namely overtreatment of a perceived low and pausing insulin.